Manufacturer narrative:
The v.a.c. Dressing was not returned for eval and the lot number was not provided. On (B)(6) 2011, the activ.a.c. Unit was tested per quality control procedures and met specifications. Device labeling, available in print and online, states the vac drape has an acrylic adhesive coating, which may present a risk of an adverse reaction in pts who are allergic or hypersensitive to acrylic adhesives. If a pt has a known allergy or hypersensitivity to such adhesives, do not use the vac therapy system. If any signs of allergic reaction or hypersensitivity develop, such as redness, swelling, rash, urticaria, or significant pruritus, discontinue use and consult physician immediately.

Event description:
The following info was reported to kci by the pt: on (B)(6) 2011, the pt underwent surgery for a pilonidal abscess. Activ.a.c. Therapy was initiated on (B)(6) 2011 and discontinued on (B)(6) 2011. Several days later after the (B)(6) 2011, it was reported that the pt developed an infection. Add'l info was received on (B)(6) 2011 from the surgeon's nurse who claimed that the pt had an allergic reaction to the adhesive on the activ.a.c. Drape which developed into folliculitis. After the development of the folliculitis the pt was hospitalized and administered intravenous antibiotics. On (B)(6) 2011, the pt was discharged home in good condition.